Event description:
Olympus medical systems corp (omsc) was informed that during crushing calculi inside the bile duct with lithotriptor, the doctor could not rotate the bml handle knob. In addition, the doctor could not release the calculus from the basket and the subject device could not be removed from the pt. The doctor cut the insertion portion near the bml handle by using pliers and withdrew the endoscope and the sheath from the pt, leaving the basket wire in the pt. The pt returned to a hospital ward and stayed there for about one hour. After the facility informed olympus, a sales representative brought bml-110a-1 to the facility and the doctor completed the procedure using it. There was no report of pt injury regarding this report.

Manufacturer narrative:
The subject device was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. Omsc was informed that the doctor had told the pt and his family that it might have been impossible to crush the calculus by a lithotriptor since the calculus (about 11mm diameter) had consisted of calcium and had been assumed to be too hard before procedure. Therefore, omsc considers that the calculus was too hard to crush. The device instruction manual has warned users that there is possibility the calculi cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.